Event description:
It was reported the patient is deceased and the family took the device to the physician¿s office requesting interrogation. Interrogation of the device revealed the electrogram from the day in question was not available for review. The viewable electrograms were post explant of the device. It was noted that on the day of death, there were three episodes listed with therapy provided. A request for the cause of death was made, but could not be obtained.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.